Event description:
Reportedly, the celect ivc filter was placed at an outside hospital about 4 years ago following a pulmonary embolism (pe). During removal the ivc filter was discovered to be fractured with an arm fragment embolized to the right ventricle. All of the filter was removed except for the arm. Per the medical record, given the patient's medical history, any more aggressive means used to attempt to remove the retained filter fragment would pose more risk to the patient than simply leaving it in place. Patient to follow up in 4-6 months for repeat chest x-ray to verify location of the retained fragment.